Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-00664.

Event description:
The patient was undergoing a coil embolization procedure in the aorta using pod packing coils (pod pcs) and a non-penumbra microcatheter. During the procedure, the physician placed multiple coils in the target vessel using the microcatheter. While advancing the next coil, a pod pc, into the microcatheter, the pod pc kinked; therefore, the pod pc was removed. The physician then attempted to advance another pod pc into the microcatheter, and the same issue occurred; therefore, the second pod pc was also removed. The procedure was completed using ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.